Event description:
Customer reported their might be something wrong with her insulin pump. Customer stated she primed the device but the motor sounds like it stopped about three times before she seen a drop come out. Customer was unsure the motor was moving properly during priming. Customer will monitor the device and call back if issues persist. Customer's blood glucose was 81 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.